Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Rec'd letter from law firm indicating their client is claiming bodily injury arising out of an incident where his jazzy uniut tipped forward and threw him out sustaining injuries. The unit was approx. 12 years old.